Event description:
Info was rec'd that reported a pt was hospitalized in 2007, due to hyperglycemia. Rptr states his blood glucose was normal on the following day, at breakfast and lunch. At 6 pm on the same day, he was at 210 mg/dl. He ate dinner and programmed the bolus as needed-the pump delivered it without an alarm. An hr later, he tested and the meter read "hi", he tested with a second meter to make sure. He delivered another correction bolus, and tested later and he still read "hi". This continued all night as he stayed up checking with frequent urination. At 7 am on the next day, he changed the infusion set and cartridge and bolused again. His blood glucose still read high so he went to the hosp and arrived at 9 am. His blood glucose was at 482 at that time and they removed the pump from in and put him on fluids and insulin drip. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.